Manufacturer narrative:
Evaluation: still under investigation.

Event description:
Cardiac catheterization performed in 2006, while patient was still in the cath lab swelling was noted in the right lateral aspect. Patient had CT scan and it found a hematoma in the superficial area of the abdominal wall. The patient was observed for 24 hours.